Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous, heavily calcified, 95% stenosed mid left anterior descending artery. Due to the highly calcified lesion, predilatation was performed prior to the attempt to stent. The 2.75x15 mm xience v stent delivery system (sds) would not cross and during the failed attempt to cross the proximal shaft of the delivery system separated into two pieces. Force was used during the attempts to cross due to the anatomy. A 2.75x15 mm xience v sds was used to treat the lesion with a good final result. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience v everolimus eluting coronary stent system electronic instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.